Manufacturer narrative:
Coil prolapse. Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently, there are no further details to report.

Event description:
It was reported that during the coil embolization of an aneurysm, location not disclosed, a coil prolapsed from the aneurysm. No further info was provided.